Event description:
It was reported that the pt's internal device was migrating. The implant surgeon repositioned the device in 2008. The pt is now reportedly experiencing pain and inflammation at the implant site. In addition, the pt is also experiencing problems with headpiece lock. The pt discontinued headpiece use for three weeks and was given pharmacologic treatment with antibiotics and steroids (type unknown). The pt will continue to be monitored at the center.